Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 23khz tough tissue tip (c7418s) was used for a case as cem nose was needed. The handpiece passed the initial test and the surgeon proceeded with the case. 5 minutes later, the amplitude dropped to 20% and the surgeon could not fragment any tumor. Troubleshooting was done by removing the tip, re-torquing, but the 2nd and 3rd tests failed as well. In order to continue the procedure, a decision was made to use 36khz handpiece. After the case, the 23khz tip was inspected and a small crack was noted on the shaft. The event led to increased surgery time of 30 minutes; however, there was no patient injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The cusa clarity 23khz was returned for evaluation: failure analysis - evaluation of the returned tip confirmed the reported crack. It is not a full fracture; however, even a small crack has strong potential to cause amplitude issues and errors. Root cause - the root cause is most likely the crack which has the potential to cause amplitude drop during surgery. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. Therefore, no further action is required. At present, we consider this complaint to be closed.

Event description:
N/a.